Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 1119779-2021-01434 was sent in error. This is a duplicate of MFR report # 3007420875-2021-00042 that was reported for false positive.

Event description:
It was reported that while running sample on bd max¿ system, bd max¿ instrument a false positive result was obtained for sapovirus. Repeat testing performed with a negative result. Result was no reported and there was no report of patient impact. The following information was provided by the initial reporter: customer contacted application specialist with discrepant results on the evp panel.

Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running sample on bd max¿ system, bd max¿ instrument a false positive result was obtained for sapovirus. Repeat testing performed with a negative result. Result was no reported and there was no report of patient impact. The following information was provided by the initial reporter: customer contacted application specialist with discrepant results on the evp panel.